Event description:
It was reported that the lead had been repositioned twice due to dislodgement. In 2009, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.